Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this right atrial lead was explanted due to a lead dislodgement. No adverse patient effects other than the additional procedure were reported.